Event description:
It was reported that the patient received a ldh with corresponding adapter on (B)(6) 2007 and these parts are revised on (B)(6) 2008 due to pain and possible loosening after a fall.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. All provided information and documents were reviewed. As in this particular case, the device was not returned for evaluation. The most reasonable conclusion is that the event is related to the fall of the patient and not product related. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).